Manufacturer narrative:
A united states customer contacted a siemens regional support center to report a falsely depressed psa result that was obtained on a patient sample on an immulite 2000 instrument. Siemens evaluated the issue and provided the following conclusion: a siemens customer service engineer (cse) inspected the instrument and serviced the following components; high speed spinner o-ring, substrate probe dispense position and micro switch for the water probe. The cse replaced the high speed spinner and the substrate probe and decontaminated the system. After confirming both water and substrate were dispensing properly, the customer ran adjustments and quality control and confirmed all were within range. The customer is operational and the reported issue was resolved by routine service actions. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported the observation of a falsely depressed psa patient result obtained on an immulite 2000 instrument. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the initial immulite 2000 instrument and was higher than the initial result. The repeat result was not reported to the physician(s) as the sample was stored in refrigeration for over 48 hours which is outside of the 48 hours storage at 2¿8°c per the instructions for use (IFU). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed psa result.